Event description:
It was reported that the system 9600 was losing stored images. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was operating as intended. When the image storage is full and the system stores newer images over older ones making it seem like the older images were lost. Operator now understands system function.